Event description:
It was reported that when the pt woke up two weeks ago, the pt was unable to move and had difficulty breathing. The pt had visited the clinic three times during the past week. To determine the issue, mris and blood tests were performed. The blood test indicated that methadone was present. It was further reported that the pt received a pill from her neighbor six days prior to the blood test. The name of the pill was not known. The pt had been scheduled for a dye study, but did not go to her scheduled appointment. The drug in the pump at the time of the event was morphine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).